Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6.9 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as. The patient had a 18x9 y graft surgically implanted fourteen years go for aaa repair. The patient has developed seroma throughout the surgical graft which has been growing. The physician elected to re-line the surgical graft with endurant stent grafts. There were two endurant 16x10x82 limbs below the inferior renal artery and then extend each side with two 10x10x82 limbs to the level of the bilaterally hypogastric arteries. Delivery, deployment and withdrawal of all the stent grafts used on the index procedure went per the IFU without issue. The entire index procedure was without issue, all segments of the grafts were ballooned. The patient developed acute limb thrombosis of the graft on the left side. The physician elected to perform a fem-fem bypass from the right common femoral artery to the left common femoral artery using an 8mm surgical graft to restore blood flow to the patients left leg. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label, unapproved, or contraindicated use (implanting device without bifurcated stent graft).

Event description:
Additional information was received for this case. The patient was admitted with total thrombosis of all the stent grafts. The physician performed an open surgical repair to remove the original conventional surgical graft and the endurant stent grafts. The physician performed an aorta bi-fem graft repair. No additional clinical sequelae were reported and the patient is fine.